Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified: weight to the spec, crease fold, opening. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on posterior side due to surgical damage.

Event description:
Physician reported inspira sizer "ruptured" during surgery. Patient contact with the device occurred. The surgery was successfully completed with a back up device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported inspira sizer "ruptured" during surgery. Patient contact with the device occurred. The surgery was successfully completed with a back up device.